Manufacturer narrative:
(B)(4). D10 - list of associated devices: screw in cup uncmtd 47mm dia, reference 72-004-02047, batch 2005070200. Insert w/metal dia28/47 0deg f/scr-incup, reference 72-004-06547, batch 05026740. Ppf stem ha size04, reference 71-004-00104, batch 2006080347. This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). The product analysis can't be performed as the product was not returned. Therefore, the reported event could not be confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to metallosis and implant damaged: 1 complaint (1 product), this one included, has been recorded on cocr-head 28mm 12/14 s neck-3.5, reference 71-003-03301, from january 01, 2018 to july 06, 2021. 1 complaint (1 product), this one included, has been recorded on cocr-head 28mm 12/14 s neck-3.5, reference 71-003-03301, batch 0000183238. According to available data, root cause of the event was unable to be determined. However, it can be noticed that the prosthesis implanted to the patient was a metal-metal friction prosthesis, which might explain the progressive liberation of metal part in the body and therefore, the metallosis. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2006 performed by dr (B)(6) at the (B)(6) hospital with an metal-on-metal hip prosthesis. A few years later, patient began to complain of severe groin pain and suffered two miscarriages. In addition, in 2014, patient suffered from an ovarian cancer for which she was operated. Than, the groin pain worsened with such intensity as it prevents her from walking. In (B)(6) 2020, blood and urine tests were performed and revealed an abnormal presence of cobalt in her body fluids. Finally, patient was revised on (B)(6) 2021 as the CT scan revealed cracks in the biomet prosthesis. It was also reported that the patient was not adequately informed of the risks statistically implicit in the implantation of metal-on-metal prosthesis. It is also stated that the hospital was nor informed of such risks.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2006 performed by dr (B)(6) at the (B)(6) hospital with an metal-on-metal hip prosthesis. A few years later, patient began to complaint of severe groin pain and suffered two miscarriages. In addition, in 2014, patient suffered from an ovarian cancer for which she was operated. Than, the groin pain worsened with such intensity as it prevents her from walking. In (B)(6) 2020, blood and urine tests were performed and revealed an abnormal presence of cobal in her body fluids. Finally, patient was revised on (B)(6) 2021 as the CT scan revealed cracks in the biomet prosthesis.